Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation and thus a physical investigation was performed for the catheter. During physical investigation a catheter was received for investigation. The helix of the catheter was found broken inside the catheter at 47 cm from the tip of the catheter. The tube was found kinked at 47.5 cm from the tip of the catheter. Therefore, the investigation is not confirmed for the reported issue. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the superficial popliteal femoral artery, the catheter allegedly did not rotate when the handle was clicked. It was further reported that there was allegedly no liquid drainage out of the catheter. The procedure was completed using another device. There was no reported patient injury.